Event description:
Procedure: urologynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced severe and permanent bodily injuries, pain and undergone corrective surgery. Product was used for therapeutic treatment. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced severe and permanent bodily injuries, pain and undergone corrective surgery. Associated mdrs: 101823-2009-00129 and 1018233-2009-00130.

Manufacturer narrative:
(B)(4).